Manufacturer narrative:
Investigation summary: bd received one sample and one photograph for investigation. Evaluation of the photograph indicated stopper pop off. The returned sample was investigated and the same issue was found. Additionally, ten retained samples were tested by removing and reattaching the cap/stopper assemblies after drawing water, and then left to stand for 15 minutes. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function- stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes the stopper crept out in 1 tube. No adverse impact was reported regarding the patient or user.